Event description:
It was reported the device was used during an unk procedure. It was reported the ez45g was fired and the surgeon discovered only a partial staple line had formed. A new ez45g was pulled, fired, and again the surgeon noted a partial staple line had formed. A third ez45g was pulled, fired, and the first firing of the device was fine and proper staple formation had occurred. Upon reloading the third ez45g the device was fired for the second time and after this firing the surgeon noted partial staple line formation had occurred again. The rep also reports the jaws of the devices were floppy. The surgeon used clips to complete the case. There was no consequence to the pt.